Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure as the coronary sinus was being entered by the catheter and contrast given, the patient experienced a mild pericardial tamponade. The procedure was aborted and the patient was reported to be recovered the following day. No further patient complications have been reported as a result of this event.